Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including damage during manufacture, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices and/or the patient's anatomy, such that the balloon ruptured upon inflation during the procedure. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined; however, there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the procedure, in the proximal part of the anterior interventricular artery, the balloon ruptured 12-14 atm. Everything was removed from the anatomy without difficulties. A new voyager rx (same size) was used successfully. No patient effects were reported. No additional event or patient information is available.